Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "micro rupture".

Event description:
Patient reported unknown side "micro rupture." Device remains implanted.